Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose levels. The blood glucose levels at the time of the incident were 450 mg/dl and 34 mg/dl. The customer treats with the pump with her highs and treats with orange juice and glucose tablets for her lows. Troubleshooting was not completed because she was at the hospital for a kidney issue. The device will not be returned for analysis.